Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had leakage. The following information was provided by the initial reporter: material: 304656, batch#: 4193557. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number(s): (B)(4). Product sku: 153245 (dnqsyringe 5ml ll bns). Product lot number: 4193557. Complaint details: ¿5 cc syringes are still leaking when used with our metal-luer lock needles and the plungers are no good. 5cc syringes broke during use also. ¿ additional information provided: 1. Kindly confirm bd material number #304656. Already confirmed part# in form I sent. 2. Kindly provide the date of event. 03/26/2025. 3. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Sample available three (B)(6). 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. According to the facility, 3 broken syringes ( 5 cc syringes) were discovered in 3 separate kits on 3 different days. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.

Manufacturer narrative:
Two samples were received by our quality team for evaluation. The samples were sent for visual inspection and testing and no defects could be identified. The reported incident is not verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. No root cause could be established since no issues were found with the samples. This incident has been added to our database of reported incidents.

Event description:
No additional information.